Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient's vision was smudgy and experienced halos due to that the patient cannot drive at night. Surgeon tried laser, and also prescribed some eye drops post surgery, which helped the patient to some extent. Two weeks ago, the patient saw an eye care provider for the last time and now the surgeon suggested for the glasses. There are two medical reports associated with same event. This file is 1 of 2.